Event description:
It was reported the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours on the arm. No specific treatment information was provided. The device was originally reported for the customer not being sure the pod was delivering insulin. Upon investigation of the device it was found that there was a damaged cannula.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). Blood was observed on multiple components of the device. The formed needle was found to be dull. The dull needle tip would not contribute to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.